Event description:
A malfunction alarm displaying "malf 0" was reported, but there were no notable events prior to the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided the customer with information to reset the pump, and after resetting, the malfunction code did not recur. The customer was informed to continue using the pump and advised to call back if the issue reoccurs; they acknowledged and understood the instructions.